Event description:
The reporter stated that when the packaging was opened, an aq2010v 3 piece silicone lens haptic was bent. No patient contact. However, when the product was returned, surgical residue/debris was on the lens. More information has been requested from the user facility, but none has been forthcoming.

Manufacturer narrative:
H6: a work order search was performed for the lens. Visual inspection of the returned product showed that there was no visible damage to the lens. Surgical residue/debris on product. A lens work order search was performed and no similar complaint was found within the work order.